Manufacturer narrative:
(B)(4).

Event description:
The pt stated that he had seven neurostimulators implanted in the past (B)(6). No other info was provided. It is not possible to follow up on this event and no additional info is expected. See manufacturer's reports # 3007566237-2011-03860, 3007566237-2011-03861, 3007566237-2011-03863, 3007566237-2011-03864, 3007566237-2011-03865, and 3007566237-2011-03866 for the other six devices.